Manufacturer narrative:
The device history record of batch number (B)(4)has been reviewed and no issue or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. At this time due to the lack of the defective product, it is not possible to determine the source of the defect reported. Device sample received by MFR, but investigation is still underway at time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: complaint alleges that while the surgeon was performing a valve procedure, 5 strands of sutures from this lot "crumbled" while being manipulated, but not at the point of tie down. There was no pt injury. The pt's condition is reported as fine.